Manufacturer narrative:
(B)(4). The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. A device history record review was performed, and no relevant findings were identified. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and open edges at the right side of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection. Involved 39 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the package was found broken during inspection. Involved 39 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged". No patient involvement.